Event description:
Customer claims phlebotomist was closing lid of disposal container to lock because container was at recommended capacity (fill line). While closing, needle punctured through container and stuck phlebotomist in the palm of hand. A puncture to the palm while closing the top would indicate that the container may have been above recommended capacity. Puncture wound was cleansed and baseline testing performed.